Event description:
This case was initially received via regulatory authority (aemps, reference number: (B)(6)) on 06-aug-2018. This spontaneous case was reported by a physician and describes the occurrence of abdominal pain ("recurrent abdominal pain since the product insertion") in a female patient who had essure inserted for female sterilization. On (B)(6) 2015, the patient had essure inserted. On the same day, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (salpingectomy through laparoscopy). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain outcome was unknown. The reporter provided no causality assessment for abdominal pain with essure. The reporter commented: the removal procedure was without complications, no further information available. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - in 2017: devices apparently well placed. Incident: no lot number or sample was available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (aemps, reference number: (B)(4). On 06-aug-2018. The most recent information was received on 16-aug-2018. This spontaneous case was reported by a physician and describes the occurrence of abdominal pain ("recurrent abdominal pain since the product insertion") in a female patient who had essure inserted for female sterilization. On (B)(6) 2015, the patient had essure inserted. On the same day, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (salpingectomy through laparoscopy). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain outcome was unknown. The reporter provided no causality assessment for abdominal pain with essure. The reporter commented: the removal procedure was without complications, no further information available. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - in 2017: devices apparently well placed. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-aug-2018: quality-safety evaluation of ptc. Incident: no lot number or sample was available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.